Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experienced venous stenosis and upper extremity edema. This lv lead was explanted. No additional adverse patient effects were reported.